Event description:
It was reported that there was a 50 percent or greater symptom reduction for the patient at the office visit on (B)(6) 2014. The cause of the event was not determined and was not device related. It was noted that at an office visit on (B)(6) 2014, the patient had an increased urinary tract infection (uti) that was treated prior to the visit. The patient had increased their device for 3 to 4 months, but saw a decrease in sacral nerve stimulation. It was reported that the patient had stage 1 and stage 2 and had the sacral nerve stimulator placement with intraoperative programming on (B)(6) 2013. The intervention taken to resolve the event was treatment of the uti with antibiotics and the patient was given ceftin. It was stated that the patient recovered without permanent impairment.

Event description:
Additional information received noted that from office notes from (B)(6) 2014: uti. Severity of the problem is mild. The problem is im proving. The patient has a history of asymptomatic bacteria. The patient has nitrate positive urine today, without any signs of frequency or urgency. Follow up phone call by the healthcare provider on (B)(6) 2014: urine culture was reviewed with the doctor. Patient was to continue keflex for treatment. Patient to start keflex 250 mg daily for suppressive therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va044hd, implanted: (B)(6) 2013, product type: lead. (B)(4).